Event description:
Reporter stated the infusion device has shut-down without providing an error message, and the customer has experienced hyperglycemia of up to 500 mg/dl as a result. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).